Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was 12.7 mmol/l at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer states that the battery compartment is corroded by acid like substance from a battery leak. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump has corroded battery tube noted and corroded battery cap contact noted during our visual inspection. Unable to complete functional testing due to prime anomaly. All operating currents are within specification. No unexpected failed battery test alarm, no battery out limit, no low battery or off no power alarms noted. The insulin pump passed off no power, self test, a21 error, displacement, rewind, basic occlusion, and excessive no delivery alarm tests. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and peeled address serial number label.